Manufacturer narrative:
Probe returned by customer was badly bent. Unable to complete functional testing. Device history records reviewed with no issues found.

Event description:
Placed probe and it froze up the shaft. Turned probe off, let it thaw and removed it. No injury to patient reported.